Manufacturer narrative:
The reported event that the patient required revision surgery due to nonunion could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text: device disposition unknown.

Event description:
A post-market clinical evaluation of the treatment of femur fractures with the femoral nail greater trochanteric (gt) of the t2 alpha femur antegrade gt/pf nailing system subject: (B)(6). No evidence of bone healing s/p 6 months. Treatment: removal of hardware; nonunion nail exchange sx on (B)(6) 2021.